Event description:
New information received notes that the lead was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate shock. Noise due to lead damage was observed. Provocative tests and lead replacement were recommended.